Event description:
The customer reported the led lights which show the device is plugged in are not working. The battery died.

Manufacturer narrative:
(B)(4): the customer reported the led lights which show the device is plugged in are not working. The battery died. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.